Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead fractured and there was pacing failure. The patient presented to the hospital, and received a device check. After the check, ultrasound revealed lead perforation. The patient developed cardiac tamponade and received pcps (percutaneous cardiopulmonary support). The patient died after weaning from pcps. The lead was explanted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.